Manufacturer narrative:
The reporter indicated the lens was explanted on (B)(6) 2018. A longer lens was implanted on (B)(6) 2018 and the problem was resolved. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -7.50/+2.5/174 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2018. The reporter indicated the lens had a low vault, with rotation. The surgeon plans to explant and exchange the lens but to date the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter clarified stating that lens was exchanged in the same surgery as lens removal on (B)(6) 2018 for a longer lens and the problem was resolved. Device evaluation: the lens was returned dry in a micro centrifuge vial with presence of residue/ debris on the lens surface. Visual inspection found the lens to have a curved shape and presence of residue/ debris on the lens surface. (B)(4).